Event description:
It was reported that pt passed away. An autopsy was performed, but reporter did not have autopsy report yet. She indicated that patient's mother stated death was due to complications of brain cancer. Vns product was explanted and is pending product analysis. Three good faith attempts were made with the physician to obtain further info surrounding this event and the full extent of its believed relationship to vns therapy; however, these attempts went unanswered.